Event description:
It was reported that a malfunction alarm occurred with the customer¿s insulin pump. The customer¿s blood glucose levels did not exceed 500 mg/dl and were within a safe range. As a corrective action, technical support decided to replace the malfunctioning pump. The customer planned to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery and was provided instructions for putting the pump into storage mode before returning it.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.